Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of the homechoice cassette. This occurred during initial drain of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting with renal therapy services (rts) that would cause or contribute to the event. The hp would start over using new supplies. Rts discussed continuous ambulatory peritoneal dialysis and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.